Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an patient with an implantable neurostimulator and MRI leads experienced periodic itching and a burning sensation while charging the device, pain at the implantable neurostimulator site, and difficulty charging the battery after shoulder surgery. The individual also reported other health concerns requiring frequent mris and stated that keeping the device sufficiently charged for mris was burdensome and that the device was not used much anymore. The individual requested removal of the spinal cord stimulation system, and the issue was reported as ongoing and not resolved. Reprogramming and extending the recharge interval were offered but declined, and the individual was directed to contact the healthcare provider¿s office regarding device removal. No injury was reported.